Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the valve operator was stuck. Additional malfunctions include the hose clamp was leaking, the o-rings were leaking, and the pm kit was dirty.